Manufacturer narrative:
Corrected data: device evaluated by manufacturer. Manufacturer narrative. Additional information: establishment name, email address, address - line 1 and attn name in the address - line 2, city, state and post office, name, email address, attn name in the address - line 2 and phone number, type of report, establishment name, email address, address - line 1 and attn name in the address - line 2, city, state and post office, name, email address, address - line 1, address - line 2, city, state, post office and phone no., continued email address and attn name in the address - line 2, and state, type of report, follow-up type, event problem and evaluation codes. Manufacturer narrative: the customer reported that the rns (remote network system) was not working correctly. The rns would not power on. The customer tried different power cords and outlets but wasn't able to resolve the issue. The unit has been evaluated and the problem was duplicated. A new exchange unit has been sent to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the rns (remote network system) was not working correctly. The rns would not power on. The customer tried different power cords and outlets but wasn't able to resolve the issue. . The product involved in this event has been returned to nihon kohden but has not yet been evaluated to determine the cause of failure. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system) was not working correctly. The rns would not power on. The customer tried different power cords and outlets but wasn't able to resolve the issue.